Event description:
Health professional reported right side implant inflation with a fill volume increase to "3 times the size" of the contra lateral device. Reporter indicated that at the time of implant, "normal saline" was used to fill the device. Capsular contracture. Baker grade unknown, was also reported on the right.